Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches making it hard to view. The customer¿s blood glucose level was unknown. The customer also reported that insulin pump was non responsive to a new battery, settings were erased when placing a new battery. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.